Manufacturer narrative:
(B)(4). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, capsular contracture, baker grade I.

Event description:
Patient's friend reported "rupture" against unknown side device. Healthcare professional reported capsular contracture, baker "grade I." The device was explanted.

Event description:
Patient's friend reported "rupture". Healthcare professional reported confirmed right side rupture and capsular contracture, baker "grade I." The device was explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: opening on anterior, brown particles in the shell and underweight. A visual and microscopic analysis was performed which identified: striated opening on anterior and non-penetrating nicks. Based on the device analysis the final assessment is: striated opening assessed as surgical damage.